Event description:
On a patient. No patient injury. Unit stopped delivering gas to the patient and had the tech error low expiratory volume as well as having all the alarm lights lit and a constant audio alarm. The biomed was able to reproduce it once in the shop and then had a ram error message.